Manufacturer narrative:
As reported, a cut was noted in the 3dmax light mesh while placing it in the inguinal anatomy of the patient. Based on the event as reported and the evaluation of images and video provided, the most probable cause is the mesh became inadvertently damaged while deploying. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use states, "use an appropriately sized trocar to allow mesh to slide down the trocar with minimal force. Grasp either the medial or lateral edge of the mesh, then deploy through the trocar. If grasping the medial edge, direct the trocar to the pubic tubercle. If grasping the lateral edge, direct the trocar laterally. This will facilitate easy placement." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, an unilateral inguinal hernia repair was performed laparoscopically using 3dmax light mesh on (B)(6) 2026. During this procedure, a cut in the 3dmax light mesh was noted while placing it in the inguinal anatomy. It was reported that this cut in the mesh made it more difficult to position the mesh, as the surgeon had to suture defect to close it, which increased the duration of the surgery. There was no patient injury.